Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced without product return, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source gave a snowy colored screen and a b30 error. This occurred during preparation for a therapeutic procedure. There was no report of patient harm.